Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer received a no delivery alarm after changing their infusion set. The customer also reported cracks by their battery compartment. The customer's blood glucose was 301 mg/dl. It was also found the customer was feeling sick. No additional information provided.